Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error 42 occurred upon starting up. The tse confirmed repeated non-recoverable error 42 in the logs pointing to surgeon side console (ssc2) foot tray. The customer had power cycled the system four times before contacting the tse, but the issue was not resolved. After, the customer performed an additional hard power cycle on the system with no change. The customer elected to disconnect ssc2 to continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to recreate error 42. After replacing the foot tray¿s power cable, the error message cleared and did not return. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. The root cause is due to the foot tray's power cable.